Event description:
The user reported that the ECG trace was not visible on the display. There was no effect on any pt. Tests on the device disclosed that capacitor c2 on assembly 590260 had become leaky. That caused a shift in the dc offset, which caused the loss of the trace. The cause of the capacitor becoming leaky could not be determined. It appears to have been a random failure of a 9 year old component. The event is not occurring more frequently or with greater severity than is usual for the device.